Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with a cystoscopy, posterior repair, and removal of another mesh. It was reported that following insertion the patient experienced recurrent stress urinary incontinence, perforation of vaginal wall, vaginal cramps, and painful sexual intercourse, and bleeding. The patient experienced vaginal cramping and bleeding due to a prior transvaginal hysterectomy and mesh exposure from a bladder sling which was implanted in 2003. No additional information was provided. (B)(4).